Manufacturer narrative:
Remove (B)(4) add (B)(4). Device evaluation completed on (B)(4)2019.

Event description:
Additional information received on (B)(6)2019 stated that the customer experienced an elevated blood (bg) glucose level of 576 mg/dl, and a high level of ketones. The customer alleged the cause was the pump was not delivering insulin. The customer went to the emergency room (ER) where intravenous fluids and insulin was administered to address the elevated bg. The customer was subsequently hospitalized where intravenous fluids and insulin were administered to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6)2019 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized. Blood glucose value not provided. The customer declined to provide additional information regarding the issue.